Event description:
This MDR represents the intraocular lens implanted in the patient's left eye. It was reported by the patient that she cannot control the left eye, that vision is bright, that her eye stings and is painful. It was also mentioned that she cannot sleep and suffers from headaches. The patient had a zcb00 lens implanted in her left eye. The symptoms impact the patient's daily activities and the symptoms have not resolved. There has been no surgical or medical intervention required. Additional information was provided that patient had cataract surgery on the right eye performed (B)(6) 2015 successfully, there were no issues. The cataract surgery on left eye was performed (B)(6) 2015. Patient additionally reported that on (B)(6) 2015, patient was hit by a car and needed medical attention. Patient mentioned she had a stroke this year and is very allergic. She visited the emergency room at the (B)(6) on (B)(6) 2015, and the doctor diagnosed her with an eye infection in her left eye and prescribed antibiotics (3ml vigamox opht solution 0.5%) 4 times a day, for 5 days. No culture was performed. The patient started using the antibiotic on (B)(6) 2015, at night, and already feels better. The pain has subsided. The patient mentioned that in her car accident, sand entered her eyes. She discussed this with the doctor who confirmed this might be a contributing factor for the infection. In further follow up with the patient, she indicated that she is now experiencing the same issues in her right eye. She mentioned she has had a cyst very close to her right eye for over 15 years. A separate MDR report will be provided for the patient's right eye lens implant.

Manufacturer narrative:
Date of event: further follow-up, it was learned that symptoms of itchy/burning/headache occurred after the surgery in the left eye, on (B)(6) 2015. After the car accident on (B)(6) 2015 (correction to accident date of (B)(6) 2015 on the initial report), patient started to see 2x brighter. Reportedly, the patient has been continuing follow-up with her physicians. The manufacturing record review was performed. All process operations presented in the manufacturing record review were in compliance with manufacturing specifications. All tests results showed a pass condition. No deviation or non-conformity related to the customer claim was generated. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured and does not show any change that could be related with the complaint type reported. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, the onset of the patient's symptoms was not provided. Explant date: if explanted, give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Additional information provided by the patient stated she still has bright vision in both eyes. The patient mentioned she will require surgery for her condition. Surgeon contact information was requested. The patient indicated she would contact amo to provide the details at a later time. No further information was provided. All pertinent information available to abbott medical optics has been submitted.